Event description:
The bard true dilatation 24x4.5x110cm / had a puncture in the balloon tip. Unable to fully inflate or deflate. Another true dilatation balloon catheter was used. The procedure was completed with no complications to the patient.